Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while using the day aligners that 2 teeth are not completely where they would like them to be. They are still a little bit off and not completely aligned with their 2 front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.